Event description:
New information received indicated that the physician stated potential insulation breach on the right ventricular (rv) lead.

Event description:
It was reported that the patient presented to the hospital for a scheduled implant procedure. Prior to the procedure, the right ventricular (rv) lead exhibited reduced impedance and an elevated capture threshold. Isometric testing reproduced noise on the rv lead, which was over-sensed and resulted in pacing inhibition. The rv lead was capped and replaced on (B)(6) 2026. The patient remained in stable condition.